Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was inappropriately pacing the right ventricle (rv) despite being programmed to left ventricle (lv) only. Boston scientific technical services (ts) noted that left ventricular protection period (lvpp) was programmed on. Any sensed events inside lvpp will trigger backup pacing using the rv lead. Ts also noted that the lv impedance measurements have been chronically high and the device outputs are also high. The physician confirmed that due to phrenic nerve stimulation, the current vector is the only vector that can be used. No intervention is planned and the patient will be monitored. No adverse patient effects were reported.